Event description:
It was reported the patient's scs ipg was replaced. The patient complained the therapy was becoming less effective. The patient's ipg was replaced with a new model, which gave the patient access to utilize new burster (paresthesia-free) therapy. Postoperative, the patient was reportedly satisfied with the results of the new therapy.